Manufacturer narrative:
(B)(4). Date sent 7/11/2024. D4 batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. . However, if the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: 1. Provide more details for "reload misfired and rectal stump opened up"? Stapler was fired but staples didn¿t form properly and staple line dehiscence happened. 2. Did the device cut? Yes. 3. If the device cut/fired, was the cut line complete? Yes. 4. Did the device staple? No. Proper/complete staple formation. 5. If the device stapled/fired, was the staple line complete? No. 6. If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? Unknown. 7. Did the device close? Yes. 8. Did the device fire? Yes. 9. Did the device open? Yes. 10. Was the device difficult to close on the tissue? No. 11. Was the device difficult to fire? No. 12. Was the device difficult to open? No. 13. On which firing did this occur? First firing on the rectal tissue. 14. Did the tissue retaining pin lock into the correct position? Yes. 15. Could you please clarify if there were any patient consequences? Another stapler was fired with the same gun and the procedure was completed. Patient discharged after few days. Post op was uneventful. 16. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the contour reload misfired and rectal stump opened up.